Event description:
The patient reported a low blood glucose episode that resulted in an emergency room visit and subsequent hospitalization after less than one day of pod wear on the abdomen. The patient attributed the low blood glucose episode to communication errors between the omnipod and her freestyle libre 2+ continuous glucose monitor (cgm), reporting error messages including "sensor failed" and "unable to connect," noting that these issues resulted in her using the omnipod system without a cgm for several days. The patient reported that, approximately on (B)(6) 2026, her blood glucose levels decreased to approximately 18 mg/dl, resulting in loss of consciousness and two seizures. She was subsequently hospitalized, remaining hospitalized for approximately one day. Information regarding diagnosis and treatment during hospitalization was not reported. The patient further reported being unaware that the omnipod system would operate in automated limited mode and continue delivering basal insulin based on a calculation of user-entered settings and past insulin delivery in the absence of cgm readings. She further reported currently using her mother's blood glucose meter but has requested her own prescription from her healthcare provider.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.